Event description:
Reportedly, the trocar broke and a component disengaged into the pt cavity. Later, the component was detected on an x-ray and a subsequent surgery was conducted to retrieve the component from the pt cavity. Procedure: cholecystectomy.